Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached on day 7 of wear while working. As a result of the customer not being able to monitor his blood glucose, he experienced dizziness and had a blood glucose test performed in a walk-in clinic. A blood glucose result of "over 500 mg/dl" was obtained in the clinic and the customer received an insulin injection for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.